Manufacturer narrative:
The investigation for the impella device has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the access site bleeding issue was most likely use related, dressing change and angle matching done to achieve hemostasis as per the clinical description provided.

Event description:
The complainant reported a 74-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient had access site bleeding. The patient was transferred and upon arrival, the patient was not positioned correctly and was wrapped tightly. The site was redressed and angle matching was performed. Two units of blood products were given to the patient. The patient expired after 23.03 hours of impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿